Event description:
A patient reported experiencing unconsciousness while using a one touch meter. In 2001, patient felt like their blood glucose was high. Pt tried to check bg on the ot meter but kept getting "clean test area" messages. At 12:30pm, pt was able to obtain a 395mg/dl reading on the ot meter. Pt took 10u of insulin based on their sliding scale. Pt claims experiencing shakiness and falling in and out of consciousness all day. Pt did not seek any medical advice or help. No further information has been reported.